Manufacturer narrative:
The information has not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision occurred due to a the fact a resonate plate's locking mechanism was discovered broken post-operatively and that screws were backing out.

Manufacturer narrative:
As of the date of this report there has been limited information recieved. No images are currently available. Further updates will be provided as information becomes available. The doctor reported a revision surgery was required but did not provide any further information regarding revision surgery. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. No determinations can be made for the cause of the reported issue at the moment. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. The following sections were updated for this supplemental report: b4, b6, g6, h2, h6, h10.

Event description:
It was reported that a revision occurred due to a the fact a resonate plate's locking mechanism was discovered broken post-operatively and that screws were backing out.